Manufacturer narrative:
A patient's left supraorbital lead had migrated through the patient's scalp was reported to abbott. The patient was noted to be red and puffy around the area of the migration and was believed to be infected. The patient was taking physician ordered antibiotics. The patient's migrated lead was cut, partially removed, and the area was washed out to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. The allegation is against two of four leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs wide space lead , model: 3169, UDI: (B)(4), serial: (B)(6), batch: 6351593.

Event description:
Related manufacturer report number: 1627487-2023-04781. It was reported that the patient's left supraorbital lead had migrated through the patient's scalp. The patient was noted to be red and puffy around the area of the migration and was believed to be infected. The patient was taking physician ordered antibiotics. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's migrated lead was cut, partially removed, and the area was washed out to address the issue.